Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0hmvf, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2018, UDI#: (B)(4). Serial number (B)(4) and lead 3889-28 lot number va0hmvf. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that the device had no longer been working for them so it was removed. The patient reported the battery had still been functioning and it was going to need to be replaced soon but that it was no longer effective as the patient was no longer receiving the results they had previously. The patient noted that they were reprogrammed multiple times and they couldn¿t recapture symptom control. The device was removed on (B)(6) 2019. The patient reported that during the removal process that part of the lead had broken off and it couldn¿t be retrieved. While on the all, patient services reviewed with the patient MRI guidelines and that they would still apply for them as if the system were still implanted. The patient stated that this occurred about a year ago, at the end of 2017 ¿ early 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0hmvf, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.